Manufacturer narrative:
The reported event that a bone screw variax full thread 3.5 mm / l18 mm got stripped could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. These are some of the possible causes: - friction between contact surfaces - inexperienced op staff, - too high forces applied. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. The instruction for use (v15052 rev c non-active implant axsos rrd) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. For your information, avail yourself of the training courses and publications offered. Intra-operative. Avoid surface damage of implants. During the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.'' [Original statement(s)]

Event description:
While attempting to remove the bone screw after implantation, the surgeon found a wire like contamination. The wire was in middle of the shaft on bone screw and it was tangled around the screw head. Opened another new screw and completed the procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
While attempting to remove the bone screw after implantation, the surgeon found a wire like contamination. The wire was in middle of the shaft on bone screw and it was tangled around the screw head. Opened another new screw and completed the procedure.